Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has experienced high blood glucose and low blood glucose incidents that led to hospitalizations. The oldest hospitalization occurred over two years ago. No further details were provided. The insulin pump was not returned for analysis.